Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no:k062858, k082644. 1. Inspection of the actual sample: since the actual sample was not returned, detailed investigation could not be performed. 2. History investigation: review of the manufacturing history record and the product inspection record of the involved product code/lot# found no anomaly. A search of the past complaint file of the product with the involved product code/lot number found no other similar report. 3. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing history records. Since the condition of actual sample could not be confirmed, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "potential complications include, but are not limited to: vasospasm, bleeding, infection, tissue trauma, perforation of vessel wall, air embolism, pseudo aneurysm formation, hematoma, thrombus formation." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a 9f 25cm sheath was used urgently in neurosurgery. During puncturing the femoral artery, the external iliac artery was perforated with the dilator. Vascular perforation was caused by use of sheath, which resulted in patient's death. The procedure outcome was not reported.